Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the cause of the patient getting their ins replaced was the patient wanted a rechargeable ins. The patient was implanted with their new ins on 2018 (B)(6). The ins was explanted and discarded by the hospital. No further information was reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that impedances check prior to replacement showed the #4 electrodes out of range; impedance check during replacement showed #4 electrode at 40,000: the surgeon made multiple attempts to reposition the proximal end of the lead in the simulator to rectify the situation but impedances of the #4 electrode remained out of range; nothing further was attempted and there appears to be no known cause for the occurrence; the patient's current programmer does not utilize #4 electrode. Yes the issue was resolved at the time of this report. No the health care professional (hcp) does not have further information for the manufacturer. No surgical intervention occurred or planned. Patient is alive with no injury.